Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked case, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, cracked retainer cosmetic damage was confirmed at the battery tube case. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the there was crack from the battery compartment to the bottom. No harm requiring medical intervention was reported. The device was returned for analysis.